Manufacturer narrative:
H4: the lot was manufactured between january 25, 2024, and january 29, 2024. H11: the actual device was received for evaluation. Visual inspection via the naked eye noted fluid inside a bag that contained the unit which suggested a leak had occurred. Further inspection revealed the cause of the leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the reported condition was a solvent application issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow restrictor of a large volume folfusor separated from administration tubing which resulted in a leak. The flow restrictor had separated from the tubing, and the pump had leaked inside the protective bag. This occurred when the customer removed the pump from the transport box prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.